Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 400 mg/dl. She stated that on her first infusion set change, she noted a bent cannula. She treated with a manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.